Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12885. It was reported that balloon rupture occurred. A 12mmx2.5mm emerge balloon catheter was advanced for dilation. However, upon inflation at 16 atmospheres, the balloon ruptured. Then, a 12mm x 3.00mm nc quantum apex¿ was also advanced for dilation; moreover, upon inflation at 20 atmospheres, the balloon ruptured as well. No patient complications were reported and the patient's status was fine.